Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the patient was scheduled for a coronary artery bypass graft surgery. The iab was inserted, and the md found it impossible to remove the spring wire guide from the catheter. As a result, the spring wire guide and catheter were removed as one unit. After removal, the md noticed blood in the membrane. The md did not insert another iab because the patient's condition was "ok."